Manufacturer narrative:
Correction to device evaluation summary: visual inspection showed evidence of damage/hole on 2 side of the cannula body at the "p"-clamp location. Conclusion: after investigation at medtronic, the complaint was confirmed for damage and a hole in the cannula body in the location of the clamp. No other damage was observed to the rest of the cannula. Product was returned, missing the introducer and could not be visually checked for any damage. Additional inspection of the damaged area under 10x magnification observed holes and white marks on both sides of the tube and appeared to be in the location of the area where the clamp points will come in contact with the tubing when the introducer is still placed inside of the device. It is unknown what may have caused this occurrence, however, this type of damage to the cannula body can occur if the user tightens the clamp with the introducer inserted inside the cannula body. The instructions for use (IFU) instruct the user to withdraw the stylet prior to clamping the clamping the tubing. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends per the product quality meetings procedure . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp silicone rcsp cannula with manual-inflate cuff, the customer reported that the retrograde cannula leaked during use. The customer did not use any suture to tie the cannula to a drape. When cardioplegia was being delivered the cannula sprayed cardioplegia/blood, some did reach the surgeon but it did not cause any harm. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.  The customer stated that no damage was noted to the cannula prior to using it and there was no trauma during use. Medtronic received additional information that the cannula was not heated or cooled prior to use. The patient lost less than 10ml of blood as a result of this leak. No transfusion was required as a result of this leak.

Manufacturer narrative:
Note on d4 lot #: the customer did not log the lot number of the cannula but they stated that the only cannula they had in their storage all had lot number 2022058022, so the customer assumes this was the lot number (but they cannot confirm). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: during the cleaning process there was a leak observed from the damaged location. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.